Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate shock due to atrial fibrillation with rapid ventricular rates. Programming changes were performed. The patient condition was stable.